Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was unable to bolus with their insulin pump due to a button issue. The patient's blood glucose at the time of incident was 120 mg/dl. The customer changed the battery but the keypad anomaly persisted. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratches on lcd window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.